Event description:
It was reported that the autopulse nimh battery s/n (B)(4) was "broken at the seam." Additional information was received on (B)(6) 2013, whereby, customer indicated that the autopulse system stopped working which caused the crew to switch to a new battery. It was at this moment, that the broken seam on the battery was noticed. The battery was replaced with a spare and worked successfully. This incident occurred while in use with a patient however, no adverse patient sequelae were reported. No other details were provided.

Manufacturer narrative:
Zoll circulation has received the product in complaint and a supplemental report will be provided when investigation is completed.

Manufacturer narrative:
The autopulse nimh battery ((B)(4)) was returned for evaluation. Visual inspection was performed and confirmed that the nimh battery was cracked at the seam and the battery case was damaged. Functional testing was not performed as visual inspection of the battery failed requirements. Based on the evaluation results, the reported complaint of "broken at the seam" was confirmed, however a definitive root cause could not be determined.